Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error- per tandem user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was using re-using insulin and using cold insulin. In addition, the customer does not remove the cartridge air when changing the cartridge. Clinical support informed customer that re-using insulin, using cold insulin, and not removing the cartridge air when changing the cartridge is off label per the tandem user guide. Customers blood glucose was 188-199 mg/dl.